Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and ovarian cyst ruptured ('recurring rupturing cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 14year 5month 2days. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), tooth loss ("several teeth loss"), toothache ("tooth pain"), tooth fracture ("tooth crack"), genital haemorrhage ("bleeding for 6 months"), generalised itching ("itching all over body"), migraine ("migraine"), the first episode of headache ("headache"), arthralgia ("right hip pain"), pain in extremity ("thigh pain"), abdominal pain ("twing and tugging in abdomen"), muscle spasms ("muscle spasm"), muscle twitching ("twitches"), pain ("pain throughout body"), neuralgia ("nerve pain"), eye pain ("eye pain"), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("constipation"), diarrhea ("diarrhea"), urinary tract infection ("chronic uti"), vulvovaginal mycotic infection ("vaginal yeast infection"), porphyria ("porphyria"), fibromyalgia ("fibromyalgia"), drug hypersensitivity ("drug sensitive"), polycystic ovaries ("polycystic ovarian syndrome"), flatulence ("gas pain"), porphyria acute ("for anyone that may have developed immune system disorders like porphyria, I have been suffering from repeat acute attacks that I had under control for over a year before my hysto"), nausea ("nauseous"), dizziness ("dizzy"), lightheadedness ("lightheaded"), gastrointestinal pain ("intestinal camps"), visual impairment ("vision disturbances "), pain of skin ("achy skin"), itchy skin ("itchy skin "), diarrhoea ("diarrhea"), chest pain ("chest pain"), the second episode of headache ("headache"), dyspnoea ("shortness of breath ") and fatigue ("extreme fatigue"). The patient was treated with surgery (hysterectomy and oophorectomy(right) side and oophorectomy(right)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, ovarian cyst ruptured, tooth loss, toothache, tooth fracture, generalised itching, migraine, arthralgia, pain in extremity, abdominal pain, muscle spasms, muscle twitching, pain, neuralgia, eye pain, irritable bowel syndrome, constipation, diarrhea, urinary tract infection, vulvovaginal mycotic infection, porphyria, fibromyalgia, polycystic ovaries, flatulence, nausea, lightheadedness, gastrointestinal pain, visual impairment, pain of skin, itchy skin, diarrhoea, chest pain, the last episode of headache, dyspnoea and fatigue outcome was unknown and the porphyria acute had not resolved. The reporter considered chest pain, dizziness, dyspnoea, fatigue, gastrointestinal pain, nausea, pain of skin, visual impairment, diarrhoea, itchy skin, lightheadedness and the second episode of headache to be unrelated to essure. The reporter considered abdominal pain, arthralgia, constipation, diarrhea, drug hypersensitivity, eye pain, fibromyalgia, flatulence, generalised itching, genital haemorrhage, irritable bowel syndrome, migraine, muscle spasms, muscle twitching, neuralgia, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, polycystic ovaries, porphyria, porphyria acute, tooth fracture, tooth loss, toothache, urinary tract infection, vulvovaginal mycotic infection and the first episode of headache to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, ovarian cyst ruptured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Duration of essure implant was added. Events porphyria acute, dizziness, gastrointestinal pain, visual impairment, pain of skin, pruritus, diarrhoea, chest pain, headache, dyspnoea, fatigue extreme were added. Essure removal date was added. Essure model number changed to 205. On 23-mar-2020: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and ovarian cyst ruptured ('recurring rupturing cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), tooth loss ("several teeth loss"), toothache ("tooth pain"), tooth fracture ("tooth crack"), genital haemorrhage ("bleeding for 6 months"), pruritus ("itching all over body"), migraine ("migraine"), headache ("headache"), arthralgia ("right hip pain"), pain in extremity ("thigh pain"), abdominal pain ("twing and tugging in abdomen"), muscle spasms ("muscle spasm"), muscle twitching ("twitches"), pain ("pain throughout body"), neuralgia ("nerve pain"), eye pain ("eye pain"), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary tract infection ("chronic uti"), vulvovaginal mycotic infection ("vaginal yeast infection"), porphyria ("porphyria"), fibromyalgia ("fibromyalgia"), drug hypersensitivity ("drug sensitive"), polycystic ovaries ("polycystic ovarian syndrome") and flatulence ("gas pain"). The patient was treated with surgery (hysterectomy and oophorectomy(right) side and oophorectomy(right)). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst ruptured, tooth loss, toothache, tooth fracture, pruritus, migraine, arthralgia, pain in extremity, abdominal pain, muscle spasms, muscle twitching, pain, neuralgia, eye pain, irritable bowel syndrome, constipation, diarrhoea, urinary tract infection, vulvovaginal mycotic infection, porphyria, fibromyalgia, polycystic ovaries and flatulence outcome was unknown. The reporter considered abdominal pain, arthralgia, constipation, diarrhoea, drug hypersensitivity, eye pain, fibromyalgia, flatulence, genital haemorrhage, headache, irritable bowel syndrome, migraine, muscle spasms, muscle twitching, neuralgia, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, polycystic ovaries, porphyria, pruritus, tooth fracture, tooth loss, toothache, urinary tract infection and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, ovarian cyst ruptured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 4, 5 and 6 were processed together. Information received via social media: new event - gas pain was added. On 20-mar-2020: fu 4, 5 and 6 were processed together. Social media received: reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and ovarian cyst ruptured ('recurring rupturing cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), tooth loss ("several teeth loss"), toothache ("tooth pain"), tooth fracture ("tooth crack"), genital haemorrhage ("bleeding for 6 months"), pruritus ("itching all over body"), migraine ("migraine"), headache ("headache"), arthralgia ("right hip pain"), pain in extremity ("thigh pain"), abdominal pain ("twing and tugging in abdomen"), muscle spasms ("muscle spasm"), muscle twitching ("twitches"), pain ("pain throughout body"), neuralgia ("nerve pain"), eye pain ("eye pain"), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("constipation"), diarrhoea ("diarrhea"), urinary tract infection ("chronic uti"), vulvovaginal mycotic infection ("vaginal yeast infection"), porphyria ("porphyria"), fibromyalgia ("fibromyalgia"), drug hypersensitivity ("drug sensitive") and polycystic ovaries ("polycystic ovarian syndrome"). The patient was treated with surgery (hysterectomy and oophorectomy(right) side and oophorectomy(right)). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst ruptured, tooth loss, toothache, tooth fracture, pruritus, migraine, arthralgia, pain in extremity, abdominal pain, muscle spasms, muscle twitching, pain, neuralgia, eye pain, irritable bowel syndrome, constipation, diarrhoea, urinary tract infection, vulvovaginal mycotic infection, porphyria, fibromyalgia and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, arthralgia, constipation, diarrhoea, drug hypersensitivity, eye pain, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, migraine, muscle spasms, muscle twitching, neuralgia, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, polycystic ovaries, porphyria, pruritus, tooth fracture, tooth loss, toothache, urinary tract infection and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, ovarian cyst ruptured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: this is retention case. All the information has been transferred from deletion case (B)(4). References , reporters information and event : hysterectomy and oophorectomy(right) side/ teeth getting worse and worse since my hysterectomy were updated. Event: several teeth loss, tooth pain , tooth crack were added. New events from fu : twinge and tugging in abdomen,thigh pain ,itching body, migraine, headache, right hip pain muscle spasm, twitches , pain throughout body, nerve pain eye pain, irritable bowel syndrome, constipation, diarrhea ,chronic uti, vaginal yeast infection, porphyria, fibromyalgia, drug sensitive, polycystic ovarian syndrome were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian cyst ruptured ('recurring rupturing cyst') and medical device removal ('hysterectomy and oophorectomy(right) side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criteria medically significant and intervention required) and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, oophorectomy(right) and oophorectomy(right)). Essure was removed. At the time of the report, the ovarian cyst ruptured and medical device removal outcome was unknown. The reporter considered medical device removal and ovarian cyst ruptured to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, ovarian cyst ruptured. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.